Event description:
It was reported that the vamp flex syringe was detached at the connection on the second day of use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
The device has not been returned for evaluation.